Event description:
It was reported that foley catheter balloon was damaged after placement, water leaked out and catheter was removed naturally.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. This report references a us equivalent device. The us UDI equivalent for this product number is used. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
The reported event is inconclusive due to the condition of the sample received. Six (6) photos were received for evaluation. The first photo was of the top view of the catheter where the tip was cut off from the rest of the catheter. The second photo was a zoomed in view of the tip of the catheter with deflated balloon. The third, fourth and fifth photo was a zoomed in view of where the catheter was cut. The last photo was of the inflation cap with batch # ngjs1019. Received 1 all-silicone foley catheter with sample port connector. Verified material number 2758j12 and manufacturing lot number ngjs1019. Visual inspection noted that the catheter was broken into two pieces. Visual inspection of the balloon did not show any pinholes or tears present. Upon visual inspection catheter was broken into two pieces, bottom part of catheter broken apart for rest of the catheter. Due to the condition of the sample received the reported event is inconclusive. The labelling was reviewed and found to be adequate. DHR review did not show any problems or conditions that would have contributed to the reported event. Based on the results of the investigation no additional actions are required at this time. Corrections: d, e, h. This report references a us equivalent device. The us UDI equivalent for this product number is used. H11: sections a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that foley catheter balloon was damaged after placement, water leaked out and catheter was removed naturally.